Event description:
The hcp reported the pt presented with signs of an infection of the device pocket and lead track. These included drainage and incisional wound opening. The pt was treated with IV antibiotics and the device was explanted. The infection resolved. The pt had a risk factor of debilitated status.